Manufacturer narrative:
D10 concomitant devices: (B)(6), 188-01-03 - wedge plasma x/o sz 3, (B)(6), 186-01-48 - integrip cc, cluster 48mm, g1, (B)(6), 170-32-00 - biolox delta femoral head 32mm od, +0mm, the product associated with the reported event is within the scope of recall z-1732-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 91 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear abnormal poly wear, osteolysis, premature failure, . Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
H6: corrected health effect clinical code, type of investigation. Based on the available information, the patient involved in incident meets the following risk criteria for early prosthesis wear and/or osteolysis: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.